Manufacturer narrative:
Date of incident was asked but unknown. The dentist advised that the event happened shortly after the patient began to use the device. Patient's weight was asked but unknown. Per reporter, the device was sent out and in transit back for evaluation. Once the device's evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint device. The patient had blistering on the lips and tongue area where there was contact made with the device. According to the provided information, the patient developed ulcers on the lower lip and tongue shortly after wearing the device. It was also noted that the patient has had a history of ulceration. The patient used the device for several months before visiting the clinic. The ulcers lasted several days after the patient stopped using the device. The patient did not require any treatment. The patient has no history of allergies. The patient's current status was reported as "symptom free". No adjustment was made to the device. The device was cleaned with warm soapy water as instructed. The device was cleaned prior to delivery to the patient.

Manufacturer narrative:
The patient's device was not availalbe for an evaluation, however test were performed on a similar device. The device was manufactured per patient's prescription. A review of the material lot was performed and no non-conformances were found. A series of biocompatibility test were performed on a similar thermoformed mouth guard, it was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed. There was no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing cannot be completed. This incident is being monitored, tracked, and trended.